Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage on main frame power supply was adjusted to optimum operating voltage. The connectors, power signal interface and power motor relay boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.